Event description:
It was reported that after the intubation of the patient, there was background noise at the tube, leakage at the respirator. As a result, extubation and re-intubation were necessary. The patient's saturation was stable at all times, not a critical situation. When the tube was inspected, a hole of approx 0.5mm x 0.5mm could be seen at the level of the connection point of the subglottic suction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.